Event description:
It was reported that during a ptca treatment procedure, the maverick otw 12/13.5 mm balloon ruptured at 11 atms. The lesion being treated was a significantly calcified, 100% stenotic lesion in the proximal right coronary artery proximal to a previously stented lesion. The physician was able to wire through the lesion with significant difficulty and advanced the balloon with some resistance. The balloon was gradually inflated, but a tight area of stenosis would not yield and the balloon eventually burst. The physician was not able to retrieve the entire balloon, did not feel that the pt's bypass risk was justified, so the tip of the balloon remains trapped in the stenotic portion of the vessel. The pt remained stable during this event and will be treated medically.